Manufacturer narrative:
(B)(4). Event date: publication year of 2021, exact event date unk. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: clinical comparison of total laparoscopic and laparoscopic distal gastrectomy for gastric cancer. Authors: bai yazhen, zhang qian, wang shujuan. Citation: clinical practice of integrated traditional chinese and western medicine, december 2021; 21(24). Doi:10.13638/j.issn .1671-4040.2021.24.056. The aim of this study was to compare the clinical efficacy of total laparoscopic and laparoscopic distal gastrectomy for gastric cancer. A total of 47 patients (28 male and 19 female; average age of 57.43 ± 4.50 years; average bmi of 23.02 ± 2.16) with gastric cancer who underwent total laparoscopic distal gastrectomy (tldg) from september 2018 to october 2020 were included in group a; while a total of 47 patients (32 male and 15 female; mean age of 57.69 ± 4.28 years; average bmi of 22.91 ± 2.20) who underwent laparoscopic-assisted distal gastrectomy (ladg) during the same period were included in group b. Surgery was performed using a straight line cutter obturator (echelon). Reported complications include gastroparesis (n=2), infection (n=2), and anastomotic leakage (n=2). In conclusion, both ladg and tldg are safe in the treatment of gastric cancer. Although tldg has a shorter operation time, it can shorten the length of surgical incision, reduce intraoperative blood loss and improve the recovery of postoperative gastrointestinal function.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2022 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information: confirmed with sales rep, all the adverse events and complications occurred in the research were not related to ethicon devices.